Manufacturer narrative:
Additional information added to form. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -11.0/0.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023.

Manufacturer narrative:
B5: problem was resolved. Status of eye: sensitive to light. Removal of threads. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -11.0/0.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming.